Event description:
During a robotic-assisted total laparoscopic hysterectomy (ratlh), the esu unit of the da vinci robot had and error code which prevented the surgeon from using the monopolar scissor endowrist. Equipment help line called multiple times without resolution of the issue. Field representative expected to come to repair system per management.